Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the upper case was broken/contaminated, lower case was broken/contaminated, battery drawer was broken, and battery drawer o-ring was missing. It was also noted that the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the lead flex cover was broken, the battery contacts were compressed, the ring was bent and the battery flex was contaminated.

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) needed repair of the battery drawer and the o-ring. It was also noted that the front and back case have cracks. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.